Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during the intraocular lens (iol) implant procedure lens came out crooked. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Received photo shows the upper part of a nozzle. The plunger is fully advanced outside of the device. One haptic is observed, it is protruding from the nozzle tip. The remaining intraocular lens (iol) cannot be observed. We cannot confirm the reported "lens came out crooked" based on the returned photos and without the evaluation of the physical product. The reported complaint cannot be confirmed from the provided photos. Not enough information was received to complete a thorough investigation. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that reporter noticed, lens was crooked upon priming and there was no patient contact.

Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that reporter noticed, lens was crooked upon priming and there was no patient contact.